Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, and vaginal discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat stress urinary incontinence and menorrhagia. The patient underwent mesh removal on (B)(6) 2009 due to bleeding, pain and urinary problems. (B)(4) - urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.